Manufacturer narrative:
[Sbc_investigation methods/details: (B)(4) said when they release to the imagestream they have to press the switch 1 on the endoscope twice to get the image to unfreeze. Before we troubleshot that, (B)(6) noted that they also have an otv-s200 on the cart with an lmd-x310s. In order to troubleshoot he needs to see an image on the screen so we can populate the menu, however, there is a no sync message. He is running from the video output on the otv-s200 to a boom. Then, from the boom to the monitor input. It is cabled properly. (B)(4) could not get an image on the monitor via port a inputs or port b inputs. The biomed is going to come to the room and eliminate the boom so that we can see where the video signal issue lies; I recommended running the cable directly from the processor to the monitor and eliminating the boom all together in order to disrupt the baseline. No death, injury, or infection occurred as a result.] [Conclusion summary/results: tac called sales rep (B)(4) back to follow up if the image issue is still occuring, (B)(4) indicated the issued resolved (not specified). No device will be returned.]

Event description:
During an unspecified event, while using the evis exera iii video system center the user has to press the release button on the endoscope twice in order to get the image to unfreeze on their imagestream. Additionally, during troubleshoot there was no image on the monitor via port a inputs or port b inputs. The user facility is running from the video output on the otv-s200 to a boom. Then, from the boom to the monitor input. It is cabled properly. No death, injury, or infection was reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. It was determined that the image was not reflected because the port on the monitor side was incorrect as the issue was resolved after connecting port a of the monitor to port b again. As stated on the IFU (instruction for use) and as a preventive measure, the user manual indicates to properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result. The legal manufacturer will continue to monitor the field performance of this device.